Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was drawer failure. The field service engineer replaced the defective cubie, assessed the unit's functionality, and confirmed that there were no remaining issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer encountered a failure the customer reported that user was unable to remove medications while attempted to issue them to the patient, led to a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.